Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation.

Event description:
The customer alleged they did not receive an error 3 message with a coaguchek xs meter when they were using expired test strips. Error 3 indicates the test strips being used are expired. The customer checked the meter memory and had a result of 3.6 inr on (B)(6) 2022 at 12:14 pm. The test strips used for this test were lot 50322621 with an expiration date of 30-apr-2022. The customer stated this result was taken with expired test strips and the date and time was set correctly at the time of the test. The customer has a therapeutic range of 2.0-3.0 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.